Event description:
It was reported that the implant at tooth site #30 had a crown/screw that came loose multiple times. Patient also shows signs of grinding wear on crowns.

Manufacturer narrative:
Zimvie complaint number (B)(4). G4: PMA/510(k) number not available. No device catalog or lot number was provided so a device history record review and a complaint history review could not be performed. Since the device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which identifies the product or indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : no item/lot, product not returned